Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury, damage limited to: blood clots, clotting, and/or occlusion of the ivc. Additional information provided on the patient profile form (ppf)indicated the patient has experienced blood clots and occlusion of the trapease inferior vena cava filter and mental anguish associated with concerns about the filter. The following additional information received per the medical records indicate that the indication for the filter implant was deep vein thrombosis (dvt) of the left popliteal and posterior tibial veins, and a contraindication to anticoagulation. The filter was implanted via the left common femoral vein and deployed in routine fashion in the infrarenal inferior vena cava (ivc). The patient tolerated the procedure well with no immediate complications. Approximately one and a half months post filter implant, the patient presented with sudden bilateral lower extremity swelling, the left greater than the right. Ultrasound of the lower legs revealed an interval development of a dvt in the left lower extremity, including and extending to the common femoral, superficial femoral, profunda femoral and popliteal veins. The patient was discharged five days later to a tertiary care center for colon surgery. A computed tomography (CT) scan performed six months later and the findings are as followed: nonspecific thickened appearance of the urinary bladder, the remaining rectosigmoid colon has been surgically apposed to the anterior abdominal wall, adequate appearing positioning of an ivc filter below the renal veins. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 11 years and 7 months post implantation. The patient reports tilt. The patient also reports suffering from anxiety.

Manufacturer narrative:
Correction: supplemental report #1 sent on 09-jan-2019: g4 missing in report- correction to 04-jan-2019. Supplemental report #2 sent on 07-jun-2019: g4 missing in report- correction to 07-jun-2019. Additional information: section h6 (evaluation codes: addition of device code 2522, removal of conclusion codes 4510 and 22). Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient presented with left popliteal and posterior tibial deep vein thrombosis (dvt). The patient is also reported to have a contraindication to anticoagulation medication. The filter was implanted via the left common femoral vein and placed in an infrarenal position without immediate complications. Approximately one and a half months after the filter implantation, the patient presented with sudden bilateral extremity swelling which was more pronounced on the left side. Diagnostic testing was consistent with the development of a dvt in the left lower extremity that extended to the common femoral, superficial femoral, profunda femoral and popliteal veins. The patient was discharged five days later to a tertiary center for colon surgery. A computerized tomography (CT) scan performed six months later included a finding that the filter that was adequately positioned below the renal veins. More than eleven years after the filter implantation, the patient became aware that the filter had tilted and was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and of the filter. The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and cause blood clots, clotting and or occlusion of the inferior vena cava (ivc). The patient also reports to have experienced mental anguish associated with concerns about the filter. The indication for the filter implant was deep vein thrombosis (dvt) of the left popliteal and posterior tibial veins, and a contraindication to anticoagulation due to a gastro-intestinal bleed. The filter was implanted via the left common femoral vein and deployed in routine fashion in the infrarenal ivc. The patient tolerated the procedure well with no immediate complications. Approximately one and a half months post filter implant, the patient presented with sudden bilateral lower extremity swelling, the left greater than the right. Ultrasound of the lower legs revealed an interval development of a dvt in the left lower extremity, including and extending to the common femoral, superficial femoral, profunda femoral and popliteal veins. Venography with thrombectomy was performed the following day. The findings noted clot extending from the left popliteal vein, through the pelvic iliac veins and into the peripheral ivc including the filter. The clot extends off of the ivc just superior to the filter. Following pulse spray with angiojet, 90% of the thrombus was removed. A mild amount of thrombus remained within the filter and extended off of the filter into the suprarenal ivc. The patient could not receive and infusion of tissue plasminogen secondary to the ulcerative colitis and frequent rectal bleeding. The patient was discharged five days later to a tertiary care center for colon surgery. A computed tomography (CT) scan performed approximately three and a half months later showed nonspecific thickened appearance of the urinary bladder, the remaining rectosigmoid colon has been surgically apposed to the anterior abdominal wall, adequate appearing positioning of an ivc filter below the renal veins. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Review of the information provided suggests that patient and pharmacological factors may have contributed to the reported events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the filter subsequently malfunctioned and caused injury, damage limited to: blood clots, clotting, and/or occlusion of the ivc. Additional information provided on the patient profile form (ppf)indicated the patient has experienced blood clots and occlusion of the trapease inferior vena cava filter and mental anguish associated with concerns about the filter. The following additional information received per the medical records indicate that the indication for the filter implant was deep vein thrombosis (dvt) of the left popliteal and posterior tibial veins, and a contraindication to anticoagulation. The filter was implanted via the left common femoral vein and deployed in routine fashion in the infrarenal inferior vena cava (ivc). The patient tolerated the procedure well with no immediate complications. Approximately one and a half months post filter implant, the patient presented with sudden bilateral lower extremity swelling, the left greater than the right. Ultrasound of the lower legs revealed an interval development of a dvt in the left lower extremity, including and extending to the common femoral, superficial femoral, profunda femoral and popliteal veins. The patient was discharged five days later to a tertiary care center for colon surgery. A computed tomography (CT) scan performed six months later and the findings are as followed: nonspecific thickened appearance of the urinary bladder, the remaining rectosigmoid colon has been surgically apposed to the anterior abdominal wall, adequate appearing positioning of an ivc filter below the renal veins.